Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04560. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent transvaginal hysterectomy to treat pelvic organ prolapse. On (B)(6) 2007, the patient was found to have vaginal erosion with some bleeding and the area was cauterized. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following mesh insertion the patient experienced painful sexual intercourse, frequent bleeding after douche use or intercourse, vaginal foul odor and vaginal discharge, bowel problems, vaginal scarring, bloated stomach and abdominal pain. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.